Event description:
Ethicon echelon 3000 60mm stapler #ech60l - battery supplied inside the packaging was nearly dead upon arrival and affecting the performance of the instrument when stapling and articulating the arm.